Event description:
It was reported that the physician decided to use a different device type, and as not to prolong the procedure a new device was handed to physician. The device was implanted without first verifying the expiration date. It was further reported that following the defibrillation threshold (dft) testing, it was discovered that the product had exceeded the expiration date by 2 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.